Event description:
Initial report indicated that patient was experiencing problems with coughing and gagging after parameter increase. Further investigation. Revealed that the patient was hospitalized for pneumonia. Physician stated that the pneumonia was the cause for the coughing and gagging, not the parameters for the stimulator.